Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was poking patient's feeling like it was going to "pop out of their back" and causing her pain in her back. The symptom of the pain in their back was noted as sudden. Event date (B)(6) 2013. The patient had complete system explanted, went for an MRI. Instead they did x-ray and discovered the lead was still there. The patient spoke with her hcp's nurse and they state the lead wasn't removed because it was too deep. It was later reported that on (B)(6) 2015 health care provider removed the implant at the patient's request. Now lies the problem. Apparently the tip of the wire detached itself during the procedure and was left in situ. It was "deep" and attempts to remove it were not successful. The patient was satisfied now that the device was removed however; she currently needs to be scheduled for an MRI for a non-related issue. Of course, the metal tip creates a problem that is the lead fragment. The radiologist has frightened her and declines to do the procedure. It was not clear whether any other options were given to her. Our patient was not happy and litigation was not out of the question on her mind. The metal tip has not been removed but attempted to remove, still not complete. There was a wire remnant in patient. The patient was advised to seek consultation with surgeon. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation, fecal incontinence and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined le ads", educational brief/physician communication ((B)(6) 2010)

Event description:
Additional information received reports the patient states doctor said he removed the entire system but they did not. She had x-ray from gynecologist and they said there was still a lead (or possible lead fragment). She needs these MRI's and doesn't know what to do now.

Event description:
Additional information was received from the patient. They reported that their healthcare professional 'screwed up the system, didn't remove the wire.' They stated that they had a live lead left in, which they were not aware of until they went to the ER, and the x-ray showed the lead. They confirmed that 'all but one part of the lead was removed.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their healthcare professional 'screwed up the system, didn't remove the wire.' They stated that they had a live lead left in, which they were aware of until they went to the ER, and the x-ray showed the lead. They confirmed that 'all but one part of the lead was removed.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.